Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the device allegedly deflated and the catheter fell out of the patient on the placement day. A new device was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number was not provided. Inspection summary: the device returned was one 20 fr tri-funnel repl gastrostomy feeding tube, 20 cc inflation volume. The complaint of catheter deflation was confirmed and found more specifically to be due to a balloon burst. Visual, microscopic, and functional testing were performed. The balloon was found burst near the center in a diagonal but nearly transverse manner within a region of uneven/roughened material that showed little evidence of mechanical damage such as scraping or scratching. Curling of the broken edges, stretching of the material, and granular break surface were all noted. While the balloon was found to manifest a burst causing deflation, the definitive root cause could not be determined based upon available information. While the split is contained within an area of roughness on the balloon, the source of this roughness is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. If the complaint is manufacturing related, a review of product labeling documents is not applicable. Product labeling, such as indications, warnings, precautions, cautions, possible complications, and contraindications, would not have prevented this issue. IFU states: ¿instructions for use inspect package and contents for damage. If damaged, do not use.¿ ¿never use air to fill balloon as this can result in incorrect balloon inflation size and device retention and could potentially lead to inadvertent device removal by the patient. Do not exceed the maximum recommended inflation volume as this may cause excessive pressure on the gastric mucosa and migration of the internal balloon into the peritoneal cavity which can result in serious consequences including peritonitis, sepsis and potentially death.¿ ¿check balloon volume every 7 to 10 days for correct inflation volume using the following steps: discontinue feeding. Use a luer-tip syringe to completely evacuate water from balloon. Discard evacuated water. Reinflate balloon with appropriate amount of water. Maximum inflation volume is printed on the color-coded balloon inflation port.¿

Event description:
It was reported that the balloon of the device allegedly deflated and the catheter fell out of the patient on the placement day. A new device was placed. There was no reported patient injury.